Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a blood glucose of 800 mg/dl. Customer started a new medication and her eating habits have changed. Customer had diabetic ketoacidosis with ketones and her blood glucose went down to 200 mg/dl. Customer was just released from the emergency room. Customer was wearing the pump at the time of the emergency room visit. Customer stated that she normally walks a lot and she normally walks 3-4 times a week. Customer was treated with an IV into her neck before she left. Customer stated that the incident happened a month ago. Customer mentioned that she gave a manual injection due to her higher blood glucose. Customer took 26 units and her blood glucose was 343 mg/dl. Customer had nausea but feels okay to troubleshoot. Customer declined to check their settings. Customer was advised to do a complete set change. Customer will be sent a tubing clamp.